Event description:
It was reported that during a da vinci-assisted high anterior resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 4 did not respond while it was grasping tissue. In addition, matching grip could not be performed on universal surgical manipulator (usm) 4 after swapping between usm 3 and 4. The issue occurred while using a tip-up fenestrated grasper (tufg) instrument, and the issue persisted after the customer replaced it with cadiere forceps (cf) instrument. The tse could not find any related error in the logs. The tse explained that the issue could be due to sterile adapter (sa) on usm 4 and advised the customer to verify with a test instrument. The customer resolved the issue temporarily by swapping usm arms, but the issue reoccurred afterward. The surgeon elected to abandon usm 4 and completed the procedure with the remaining three usm arms. There was no reported injury. Intuitive followed up with the clinical sales representative (csr) and obtained the following additional information: the target tissue was mesenteric. The customer was able to successfully open the jaws intraoperatively and release the tissue. The customer tried matching the grip several times, and since it responded to the rolling motion, the customer was finally able to release the grip. There was no adverse effect on the grasped tissue. There was no unexpected bleeding or tissue removal.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.